Event description:
Unomedical reference number (B)(4). Event occurred in(B)(6) on (B)(6)2024, it was reported by the patient that there was bleeding at infusion set insertion site for three days. The patient also reported that there was the blockage is likely at the site. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available